Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: pt went in for a check up because he had knee replacement surgery and the surgeon informed him that he had a recalled hip implant. Pt states that other than stiffness there ws no pain. Pt is reporting that he had blood work and a MRI done. Blood work shows that the chromium and cobalt levels are elevated and that the pt has to have a revision on the hip.